Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor performed the continuity resistance test and the sensor failed per specifications.

Event description:
The customer reported via phone call that he had trouble with his sensor this morning. Customer stated that the sensor had readings in the 50's and 60's mg/dl but his blood glucose was 170 mg/dl. Customer received a calibration error this afternoon and a change sensor alert. Customer's blood glucose was 189 mg/dl at the time of the incident. Customer stated that the bad sensor alert occurred after a 2nd consecutive calibration error. Customer reported that it was alarming all night long in the past. Customer stated that the sensor was more than 30 points off. Customer was advised to remove and change out the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.